Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery. The blood glucose level was 30 mmol/l at the time of incident. The current blood glucose was 12 mmol/l. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. Customer treated with insulin pump. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. The product will not return for the analysis.